Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot#: hg0d2ub04, implanted: (B)(6) 2015, product type: catheter. Product ID: 8578, lot#: hg0d2ub04, implanted: b)(6) 2015, product type: catheter. Product ID: a810, serial#: unknown, product type: software. Product ID: 8709sc, lot#: n181523008, implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 16-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient, via a manufacturer representative (rep), receiving saline from an implantable pump for spinal pain. The patient reported their catheter was "misplaced" since their pump was replaced on (B)(6) 2015. The patient reported this was confirmed with a cat scan and that they put saline in the pump at that time "3 years ago." The patient did not recall what was in their pump prior to saline, but reported, "they tried every drug." The hcp and patient were requesting for the pump to be programmed off. The off code was provided. On (B)(6) 2020, clarification was made to the call. It stated that when the patient was placed on speaker, the patient did not state he never had therapeutic effect. The patient stated "the catheter is not properly placed and that the pump has not been running for three years (so they put saline in the pump.)" The patient stated he "had a cat scan and that the hcp determined that the catheter was 'probably misplaced' since the replacement on (B)(6) 2015." They did not proceed with further troubleshooting at that time, so they put saline in the pump.